Event description:
A malfunction on a pump was reported by the caller. Blood glucose levels did not exceed 500 mg/dl, indicating no adverse impact. The customer received information from technical support and successfully reset the pump, with instructions to call back if the malfunction recurred, which it did not.